Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). The actual sample was received for evaluation. The sample was visually inspected and ports were properly sealed. Punched tube was at the exit port and tube with anti-reflux valve was at the entrance port. The anti-reflux valve was properly assembled at the entrance port and it is in good condition (no damage observed). A test was performed, reservoir was inflated with air, exit port was closed to keep the air inside of the reservoir and plugs of the entrance ports were left open. Reservoir was pressed with hands to verify if there was any air leak from the entrance port, but reservoir did not leak. Based on the analysis, it is determined that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturers control. All associated lot documentation was carefully reviewed, and no issues or discrepancies were found which could potentially relate to the reported complaint. Prior to final product release, this review is also performed to confirm that all devices meet material, assembly and performance specifications. Additional information was requested and the following was obtained: procedure name: gastrectomy. Additional event information: the drain was placed under the diaphragm.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following additional information has been requested, however not received to date: was there any adverse consequences to the patient due to failure anti-reflex failure? No further information is available. If yes, what medical/ surgical intervention was provided to manage them. Was the case completed with a new reservoir? No further information is available. No further information will be provided. Attempts to obtain the following information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. After the surgery, the exudate flowed back into the drain during use in the ward. The surgeon suspected that anti-refux valve in the reservoir might have been broken, causing the event. Further details are not provided. There were no adverse consequences to the patient.